Event description:
It was reported that during a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. When inserting the dilator of the versacross kit into the groin access point, the dilator bent and split against the rf wire. The tip of the dilator split. The dilator was removed and disposed. A new kit was used with no issues. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of dilator tip kinked was confirmed as media was provided. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. When inserting the dilator of the versacross kit into the groin access point, the dilator bent and split against the rf wire. The tip of the dilator split. The dilator was removed and disposed. A new kit was used with no issues. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).